Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Motor error alarm occurred during basic occlusion test, due to protruded or loose drive support disk. It was not possible to perform complete testing, due to the motor error alarm. The motor was tessed outside the device and passed the motor test. The insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube near reservoir tube window, cracked battery tube threads, a cracked belt clip slot, and a missing end cap sticker. And cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.